Event description:
A customer reported a low readings issue and a "replace sensor" message with the adc device. Customer experienced nausea and loss of consciousness and was able to self-treat. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This report is being filed on an international product, model number 72114-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was successfully extracted and no abnormalities were observed. Sensor data was also analyzed and no abnormalities were observed with the sensors data. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Additional information : section d4-updated serial number. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue and a "replace sensor" message with the adc device. Customer experienced nausea and loss of consciousness and was able to self-treat. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). Sensor data was analyzed. No abnormalities were observed with the sensors data. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Issue is not confirmed. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6). Section d4 (primary UDI number) was updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue and a "replace sensor" message with the adc device. Customer experienced nausea and loss of consciousness and was able to self-treat. There was no report of death or permanent injury associated with this event.